Event description:
The foot end hydraulic pedals had the leads reversed. Allegedly, when a staff member depressed the pedal for the head end to go down, the foot end lowered. It was reported that a staff nurse suffered a back strain.